Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got a mechanical problem. The customer¿s blood glucose level was unknown. Troubleshooting was not performed for pump error. The product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count alarms were noted. Motor was tested outside device, and it passed.